Event description:
Robot failure and malfunction during robotic assisted radical prostatectomy. Instruments attached to robot arm, surgeon at console with no difficulties noted. Robot docked for surgery and dissection begun by surgeon. Dissection accomplished through perivesical space when system malfunctioned for approximately 30 minutes. Twice, robot failed during additional dissection requiring redocking of robot, turning off unit, and restarting. System finally did not reboot and surgeon had to switch to open procedure.======================manufacturer response for davinci robot, intuitive davinci (per site reporter)======================robot noted to have defective parts. Parts replaced include:-installed: part 650340-13-03 (no old part removed).-removed: 370967-01 (assemply, uip ii membrane & backer, english). -removed: 380099-01 (assembly, uip, removable). New part installed.following this action, manufacturer noted no other issues.